Event description:
It was reported that a malfunction alarm occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump and was instructed to continue using it. They were advised to call back if the malfunction code recurs, and the customer acknowledged and understood these instructions.